Manufacturer narrative:
# 3003721894-2018-00279 is associated with (B)(4), corega maxseal. Corega maxseal is marketed as polgrip in the u.s.

Event description:
Generalized angioedema [angioedema]; upper airway swelling [airway edema]; rupturing of lips [lip injury]; redness of lips [lip redness]; burning of lips [burning lips]; drying of lips [lip dry]; generalized urticaria [generalized urticaria]; generalized erythema [generalized erythema]; generalized pruritus with skin rash [generalized pruritus]; facial edema [face edema]; contact dermatitis [contact dermatitis]; tongue and lips edema [tongue edema]; generalized pruritus with skin rash [rash]; tongue and lips edema [lip edema]; lack of efficacy [device ineffective]. Case description: this case was reported by a pharmacist via sales rep and described the occurrence of lip injury in a (B)(6) year-old female patient who received double salt dental adhesive cream (corega maxseal) cream for product used for unknown indication. Concomitant products included corega (corega (unspecified denture adhesive or denture cleanser)). On an unknown date, the patient started corega maxseal. On an unknown date, an unknown time after starting corega maxseal, the patient experienced lip injury, lip redness, burning lips, lip dry, device ineffective and product complaint. On an unknown date, the outcome of the lip injury, lip redness, burning lips and lip dry were not reported and the outcome of the device ineffective and product complaint were unknown. The reporter considered the lip injury, lip redness, burning lips and lip dry to be possibly related to corega maxseal. Additional details: the reporter stated that the patient used corega maxseal. After using the cream, the patient experienced redness, burning, drying and rupturing of lips. The woman used other corega creams, which she got from her daughter to try. The patient thought that no cream hold the denture for 12 hours. The action taken with corega maxseal was unknown. Corega (unspecified denture adhesive or denture cleanser) was continued with no change. Follow up was received on 25 june 2018 stated corrected initial gsk receipt date as 14 june 2018 which is earlier than 21 june 2018. Follow up was received on 25 june 2018, this case was associated with product complaint. This case was reported by a pharmacist via sales rep and described the occurrence of lip injury in a (B)(6)-year-old female patient who received double salt dental adhesive cream (corega maxseal) cream (batch number av8h, expiry date unknown). It was unknown if the reporter considered the device ineffective to be related to corega maxseal. The information about adverse event was obtained by the gsk sales rep on 14 jun 2018, while she was having a training from the senior academy series, in the pharmacy. During the meeting, she discussed corega and then the pharmacist told about the situation with her mother. The pharmacist did not know that such event should be reported, so gsk sales rep reported it. It was bought on (B)(6) 2018. Follow up was received on 23 jul 2018: on (B)(6) 2018, the patient started corega maxseal. The patient was treated with calcium (calcium effervescent tablets ). On an unknown date, the outcome of the lip injury, lip redness, burning lips and lip dry were recovered/resolved and the outcome of the device ineffective and product complaint were unknown. The reporter considered the lip injury, lip redness, burning lips, lip dry and device ineffective to be related to corega maxseal. Patient was treated with calcium effervescent tablets, orally. Symptoms began to weaken after 3-4 days and after 5 days they completely subsided. In the reporter's opinion, adverse events were caused by corega cream. The patient was previously using different corega creams and never had any adverse events after them. Follow up information received on 30 july 2018. On (B)(6) 2018, after 30 min starting corega maxseal, the patient experienced angioedema (serious criteria gsk medically significant), airway edema (serious criteria gsk medically significant), lip injury, lip redness, burning lips, lip dry, generalized urticaria, generalized erythema, generalized pruritus, face edema, contact dermatitis, tongue edema, skin rash and lip edema. On an unknown date, the outcome of the angioedema, airway edema, generalized urticaria, generalized erythema, generalized pruritus, face edema, contact dermatitis, tongue edema, skin rash and lip edema were recovered/resolved. The reporter considered the angioedema, airway edema, generalized urticaria, generalized erythema, generalized pruritus, face edema, contact dermatitis, tongue edema, skin rash and lip edema to be related to corega maxseal. The signs and symptoms rapidly progress, the time from the onset to the final outcome was 1.5 hours. The organ system symptoms were involved. The patient had full recovery of the events. The event occurred just after the product was purchased, on (B)(6) 2018. After using the preparation allergic symptoms were gradually subsided within 3 days. Calcium was used for reducing the allergic edema. Corega maxseal was withdrawn and dechallenge was positive.